Event description:
The customer reported to beckman coulter (bec) that there were white blood count (wbc) and hemoglobin (hgb) background failures on the coulter hmx cap pierce hematology analyzer. There were no leaks reported. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse replaced diluent pickup tubing, white blood cell (wbc) dispenser, and diluent sensor. However, the issues were not resolved, and the instrument was not released to the customer for sample processing and another fse returned to the site the following day. The fse was contacted on (B)(4) 2013 and reported that after troubleshooting for a couple days, he replaced the wbc and red blood cell (rbc) diluent dispensers as he observed an excessive amount of air bubbles. Following the diluent dispensers replacement, there were no further issues noted. The fse indicated that the wbc diluent dispenser replaced during previous service the day before, did not resolve the issue because this wbc diluent dispenser was defective on arrival. The fse also stated that crystals were removed from the exterior of the blood sampling valve (bsv) as part of incidental service. Per hmx instruction for use (IFU), the customer is instructed on how to remove buildup of cleaning agent on the outside of the bsv during maintenance. Failure mode was related to the wbc diluent dispenser. During service, the fse identified air bubbles in the rbc diluent dispenser. (B)(4).